Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet device intermittently failed to charge as expected, with the user noting the pad and cord appeared intact but that the charger seemed to short out at times, and a replacement was arranged after address verification and standard troubleshooting and education. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and shipment of replacement supplies. Investigation included customer troubleshooting and education performed by support. Investigation of this case revealed an intermittent charging performance concern consistent with a suspected charger malfunction, with no visible damage reported to the charging pad or cord. It was concluded, based on previously established findings for similar reports, that the cause was likely component wear or intermittent electrical connection within the charger.